Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the effect of stent thrombosis is addressed in the product's IFU. Although hospitalization is not listed in the IFU, it is listed in the risk assessment, along with thrombosis, as a post-procedure complication and not an indication of a product quality deficiency. It should be noted that the contraindications section of the IFU states that there is a possibility for the occurrence of complications with use of the sds in pts who have received a recent ami. A definitive cause for the reported pt effects, and the relationship to the product, if any, could not be determined.

Event description:
Reporting status: serious injury - required intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that in 2009, a vision was deployed at 9 atm in the distal rca of an acute myocardial infarction (ami) pt. At about 3 days later, a change on the electrocardiogram was observed and angiography was performed. Thrombosis was observed in the distal rca where the vision was deployed. The thrombosis was aspirated and ivus was performed. A 3.0 mm balloon was used to dilate the lesion, pressurized up to 16 atm. The procedure was completed. The pt has been in a good condition. No additional event or pt info is available.